Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV and rupture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV. Continued e1 additional email: (B)(6).

Event description:
Healthcare professional reported "is there a complaint associated with the product? No". Healthcare professional later reported "capsular contracture baker grade IV and rupture". This record is for the left side. The device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Further investigation summary: based on the device analysis performed, it was observed a split in patch, and it is out of specification per qa199.04 as code ss, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because matrix qpp07-01-003-g17 does not mention the event of rupture as a potential high impact, additionally there is no risk to the patient as it has a severity of 3. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all split in patch events for gel that have been manufactured in the last 2 years from february 2024 through january 2026 was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, a review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev. 3.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Nevertheless the issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed a observed split in patch area through visual inspection assessed as workmanship and observed an opening through microscopic inspection assessed as surgical damage. A further investigation is requested. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "is there a complaint associated with the product? No". Healthcare professional later reported "capsular contracture baker grade IV and rupture". This record is for the left side. The device was explanted and replaced. The device will be returned.